Event description:
The customer's mother stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The mother stated that the leak appeared to be by the o-rings. The reported blood glucose reading was 323 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.